Manufacturer narrative:
Other, other text: d10, h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection found: the return tube is cracked and leaking onto the printed circuit board (pcb); causing fluid ingression. The hinge pins on the air detector door are rusted causing limited movement. Device fails flow rate test reads below 1 gpm due to the cracked return tube allowing air into the system. Serial number is hard to read due to a smudge that wiped away part of the numbers. The enclosure is leaking from the reservoir on the right side. Functional testing device confirmed the device is leaking fluid from the return tube (inserted into top socket) and causing fluid ingression on the pcb. Complaint confirmed. Root cause was attributed to a design flaw in the return tube. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Device deemed beyond economical repair. The enclosure would need to be replaced and we no longer carry this model enclosure. Would also have to replace pump if replacing old design enclosure using the new design enclosure, designed to fit new pump.

Event description:
It was reported that there was fluid ingression on the board and fluid was leaking from the top socket. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.